Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the inner sheath was slit causing insulation damage to the left ventricular lead and a conductor wire was visible outside of the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead insulation was damage, and a conductor wire was visible was confirmed. As received a complete lead was returned in one piece. Visual examination found the insulation and the etfe coating of the third ring electrode cable were cut consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.